Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: could not confirm issue. Normal operation was confirmed at reception test. Upper case and ring cover were cracked. The epg case was opened, cleaned and inspected. Upper case, ring cover, keypad and o-ring pod were replaced. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies found with functional test and performance test by test console. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the external pulse generator (epg) was connected with a temporary pacing lead, a pacing failure occurred even at maximum output although the pace indicator was on. No changes were seen when the cable was replaced. However, pacing was performed successfully once the epg was replaced with another one. The pacing failure occurred when the epg was attached and connected to the temporary pacing lead. The patient had a native rhythm of around 40 beats per minute (bpm) and had no injury from the event. An inspection was requested so the epg was returned for servicing. No patient complications have been reported as a result of this event.